Event description:
It was reported that diagnostic testing resulted in high lead impedance. Followup with the treating physician revealed that device diagnostics had been ok one month prior. There had been patient manipulation or trauma that could have contributed to the reported high impedance. No preoperative x-rays were taken for the manufacturer to review. The vns patient underwent full revision surgery. Followup with the hospital revealed that the explanted product was discarded after surgery and is not available for return to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.